Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely decreased alinity c carbon dioxide was generated from alinity c processing module and provided the following data: on (B)(6) 2025, sample ID (B)(6), initial result was 5 mmol/l. The patient's physician questioned this result. The sample was repeated and the resutls were 22, 23, 23, & 26 mmol/l. Patient information: 65-year-old female. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, trending review, labeling review, and device history record review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review for the complaint lot did not identify any issues. A review of tracking and trending did not identify an increase in complaints for the alinity c carbon dioxide reagent and complaint lot for the customer reported event. Labeling was reviewed and was found to address the customer reported event. Based on the available information, no systemic issue or deficiency was identified for the alinity c carbon dioxide reagent lot number 67853uq02.

Event description:
The customer reported falsely decreased alinity c carbon dioxide was generated from alinity c processing module and provided the following data: on (B)(6) 2025, sample ID (B)(6) initial result was 5 mmol/l. The patient's physician questioned this result. The sample was repeated and the resutls were 22, 23, 23, & 26 mmol/l. Patient information: 65-year-old female. There was no reported impact to patient management.